Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture after their insulin pump fell into the pool. The customer has a blood glucose level was unknown at the time of the call. The customer states that there is fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump received with moisture damage on the lcd board. The insulin pump has cracked reservoir tube lip, cracked case near the display window corner, minor scratches on the display window and stained end cap sticker.